Event description:
Rn reported a home patient disconnected the patient line of the homechoice cassette from the transfer set in the dwell phase 3 times in one month during a treatment on the homechoice machine. Per the rn, the pt's potassium level was very low at the time the 1st incident occurred and very high during the 2nd incident, causing the pt to be confused and disconnecting self without following asceptic procedure. The rn noted she was unsure of the cause of the 3rd incident, however, feels it was pt technique related. Per the rn, no pt injury or medical intervention was associated with this incident.